Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in a sections a and b. This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the secondary set infusion is backing up into the primary tubing. The main line was infusing saline; the secondary line was infusion antibiotics. There was no report of patient harm or medical intervention. No further patient/event information was provided.